Event description:
It was reported from a technical paper that a knee was resected due to deep late sepsis. There is no indication which implant was revised or the cause of the sepsis. A tm monoblock tibia was one of the implanted devices.

Manufacturer narrative:
The event being reported was identified in a poster at the american academy of orthopedic surgeons. At this time it is unknown if the event/device has been previously identified in a past report. Should additional information be made available which establishes further details, this report shall be updated.